Manufacturer narrative:
No device failure. Based on customer feedback, the patient attempted to get off the patient bed unassisted. Cautions/labeling ignored. Labels in place and in good condition.

Event description:
A patient had a bone scan. The customer states that the patient attempted to get off the patient bed after the completion of the scan, unassisted by the technologist. The patient tried to hold the sides to get off. During this process, somehow his fingers went underneath the field-of-view indicators, he used his weight to pull himself up and tried to remove his fingers while his own weight was pressing the field-of-view indicators down, causing the injury. The physician at the clinic has reported that the patient informed him that follow up care required partial amputation at the finger tip to repair skin damage."